Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-17. H6: investigation summary bd received 16 samples (4 from reach lot) for investigation. The samples were evaluated by visual and functional testing and the indicated failure mode for blood leakage with the incident lot was not observed. However, for lot 0316697, one quality notification was raised for a package leak failure and, the root cause of the failure was a loading issue of the product during the manufacturing process. This could have caused damage to the tubing of the device which may lead to leakage. The offset for placing the product in the package was corrected. The product that was placed on hold and was sampled with no defects found, and finally released. : based on a review of device history records of lots 0321278/ 0308109/ 0350692 no root cause from manufacturing was identified as a contributor as all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "customer states that when the butterfly needle was stuck into the customer's vein, there was air in the tubing and then blood started leaking out from under the blue ring on the butterfly needle. She stated that they did have to redraw the customer's blood."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Lot number is unknown; however, the event occurred with one of the following lots numbers: 0321278, 035062, 0316697. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "customer states that when the butterfly needle was stuck into the customer's vein, there was air in the tubing and then blood started leaking out from under the blue ring on the butterfly needle. She stated that they did have to redraw the customer's blood."

Manufacturer narrative:
The following fields have been updated with additional information. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0316697. D.4. Medical device expiration date: 2022-11-30. H.4. Device manufacture date: 2020-11-11. D.4. Medical device lot #: 0321278. D.4. Medical device expiration date: 2022-11-30. H.4. Device manufacture date: 2020-11-16. D.4. Medical device lot #: 0308109. D.4. Medical device expiration date: 2022-10-31. H.4. Device manufacture date: 2020-11-03. D.4. Medical device lot #: 0350692.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "customer states that when the butterfly needle was stuck into the customer's vein, there was air in the tubing and then blood started leaking out from under the blue ring on the butterfly needle. She stated that they did have to redraw the customer's blood."